Manufacturer narrative:
Continuation of concomitant products: ddbb1d1 ICD. Implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. It was noted this was not sensed by the device. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.